Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 4; the patient was connected. The patient line had been properly primed. Patient extensions were not in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hppower cycle hc and then the hc alarmed system error 2367. The tsr had the hp power cycle thr hc again and the hc proceeded to? Press go to start?. The tsr advised the hp to start over with all new supplies or perform manual therapy. The tsr advised the hp to inform their registered nurse about the alarm. Proper procedures were reviewed. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.